Manufacturer narrative:
Philips has investigated this complaint. Based on the available information, philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. The customer is now continuously using the wired footswitch. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch indicator stays red, indicating that there is a connection issue. The procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.